Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that customer received emergency medical services then went to emergency room on (B)(6) 2020 with low blood glucose level of 50 mg/dl. The customer low blood glucose was treated with intravenous drip of dextrose 25. The customer had high blood glucose level due to being off of insulin pump and treated with manual injection which caused blood glucose level to go low and customer then had to call paramedics. It was reported that customer was not using insulin pump at time of event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose. Customer stated that her insulin pump failed, because of that she has been on manual injections and blood glucose went to high. The customer blood glucose level was 500 mg/dl at the time of incident and she gave too much insulin and blood glucose dropped all the way down in the range of 50 mg/dl. Customer was taken via paramedic to the emergency room. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.